Event description:
It was reported that pump experienced malfunction alarm with code malf 16 while in warranty, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support confirmed shipping details, instructed customer to place pump in storage mode before return, arranged replacement pump shipment, and requested return of problematic pump using prepaid label within 10 days, which customer understood and acknowledged.